Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The gold locking tab on standard ap block won't stay in position.

Manufacturer narrative:
Functional examination confirmed the completion rev fem ap blck std thumb levers are loose. A complaint database search against product code 217861020 did not reveal any trend of non-functional thumb levers. The root cause is attributed to device wear from normal use and servicing. Based on the root cause determination of device wear from normal use and servicing and the low frequency of reported events, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.